Event description:
It was reported that an error message occurred during thrombectomy mode. An angiojet ultra 5000a console was used with an unknown angiojet catheter for a thrombectomy procedure. During procedure while in thrombectomy mode, it was noted that an error message was displayed. No patient complications were reported.